Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Customer declined follow up from tandem technical support therefore no additional information could be obtained. There was no reported adverse impact to the customer's blood glucose level.